Event description:
During the procedure following the injection of the contrast medium, pressure was lost reportedly due to a small hole in the shaft of the catheter. The procedure was able to be completed using this device. There is no report of pt injury. The device is being returned for co's analysis.